Event description:
It was reported that blade detachment occurred, requiring an additional device for retrieval. A pcb 5.00mm / 2.0cm / 90cm otw peripheral cutting balloon was selected to open up a dialysis fistula for a htlv-1-associated myelopathy (ham) case. Seven inflations and deflations were performed. During the procedure, however, the peripheral cutting balloon lost one of its blades. Follow-up ultrasound was performed the same afternoon when the blade was discovered still in the patient. Endoscopic forceps were used to recover the blade in a second procedure. There were no patient complications as a result of this event, and the patient is fine.

Manufacturer narrative:
Device evaluation by manufacturer: this 2cm peripheral cutting balloon was returned for analysis. A visual examination found that the balloon was not folded which indicates that it was subjected to positive pressure. A pinhole in the balloon material was identified. Two blades were confirmed to be detached and were not returned with the device, and another blade was noted to be lifted 2mm. The remaining blade was present and fully bonded to the balloon. An examination of the shaft, tip and marker bands identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that blade detachment occurred, requiring an additional device for retrieval. A pcb 5.00mm / 2.0cm / 90cm otw peripheral cutting balloon was selected to open up a dialysis fistula for a htlv-1-associated myelopathy (ham) case. Seven inflations and deflations were performed. During the procedure, however, the peripheral cutting balloon lost one of its blades. Follow-up ultrasound was performed the same afternoon when the blade was discovered still in the patient. Endoscopic forceps were used to recover the blade in a second procedure. There were no patient complications as a result of this event, and the patient is fine.

Event description:
It was reported that blade detachment occurred, requiring an additional device for retrieval. A pcb 5.00mm / 2.0cm / 90cm otw peripheral cutting balloon was selected to open up a dialysis fistula for a htlv-1-associated myelopathy (ham) case. Seven inflations and deflations were performed. During the procedure, however, the peripheral cutting balloon lost one of its blades. Follow-up ultrasound was performed the same afternoon when the blade was discovered still in the patient. Endoscopic forceps were used to recover the blade in a second procedure. There were no patient complications as a result of this event, and the patient is fine.

Manufacturer narrative:
E1: initial reporter phone added.